Event description:
It was reported that the right ventricular (rv) lead was repositioned due to dislodgement. Additionally, the lead exhibited increased thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).